Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned." The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Fiducials were administered transperineally and the procedure was done under local anesthesia. Magnetic resonance imaging (MRI) was performed and initially was read as the hydrogel infiltrating 30-50% of the rectal lumen. Computed tomography (CT) was performed and showed one axial slice with a wisp of what appeared to be an outer layer of the rectal wall serosa with some hydrogel underneath. The MRI was reviewed again and showed a vast majority of the hydrogel was in the correct location. The hydrogel had a good separation between the prostate and the rectum, and on about a 2 cm sagittal length there does appear to be a layer of the rectal wall that got partially dissected by the hydrogel, above and below that layer. The patient had fully recovered and received external beam radiation therapy (ebrt).